Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that during the implant procedure impedances of greater than 4000 ohms were detected on electrodes 0, 1, and 3. The lead was removed from the head and cleaned. It was replaced with impedances being checked 3 times. The ins was replaced with a new one, but impedances did not clear. The lead was also removed and a new lead was reimplanted. This was sufficient and there were no impedances detected on the new ins and new lead. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va370hn serial# implanted: (B)(6) 2026explanted: (B)(6)2026 product type lead product ID 97800 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6)2026 product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.